Event description:
It was reported that the cartridge was leaking from the septum. Customer's blood glucose level was 195 mg/dl. Customer declined to complete the system check at the time of report.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.